Manufacturer narrative:
Internal complaint number: complaint-(B)(4). The investigation showed that the pump was unable to flow, confirming the complaint. An analysis of the inlet and outlet valves confirmed both valves required a pull open current that exceeded the specification (see attachment #2 - valve electrical testing). A review of the DHR confirmed the pull open currents were within specification when tested during manufacturing. Additional analysis of the valves confirmed the flow path was observed to be clear and no blockages were observed in the flow path. This issue will continue to be monitored for trending.

Manufacturer narrative:
Internal complaint number: complaint- (B)(4). Investigation results pending evaluation of device.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The physician was unable to aspirate out of the catheter access port and decided to explant the pump.